Event description:
During follow-up, the device was interrogated and an incorrect longevity estimate was observed on the device. The device was subsequently interrogated and the longevity estimate was normal. No intervention was performed. The patient was stable and there were no adverse consequences.